Event description:
This report is being filed as a result of changes to our MDR evaluation process. We have changed our process to better align with current agency policy. The customer reported he was seeing some bubbles in the return line after connecting the blood warmer. This report is being filed due to the potential of air to the pt. The customer declined to provide a pt identifier.

Manufacturer narrative:
(B)(4). The customer was seeing bubbles in the return line after connecting the blood warmer. The caridianbct customer support specialist asked the customer to make sure the blood warmer was primed and to check the connection that he needed to make manually. The customer proceeded to unload the disposable set and to replace it with a new one from the same lot. The second set performed as intended. The original disposable set was unavailable for return and investigation. The cascade of events required to allow air to enter a line that would normally be under positive pressure is the following: use of a blood warmer connected to the return line luer. Blood warmer tubing elevated to the top of the IV pole during run. Presence of a leak at the connection of the spectra tubing set and blood warmer tubing. Pt return venous pressure less than the head height pressure of the defect above the venous return site. Analysis and testing proved this scenario is repeatable when all of these conditions are exactly met. Conclusion: context of usage contributed to the event.